Event description:
Medtronic received information that during the implant (while suturing) of this 23mm bioprosthetic valve, a tear was observed in one of the leaflets. The valve was successfully replaced with a 21mm valve and the explanted valve was returned for laboratory analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in damp original product packaging, with no valve retainer, enclosed in a styrofoam box stuffed with cool packs, placed in a shipping box. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets were flexible. The left and right cusps were intact. A tear in the belly of the left cusp appeared consistent with a puncture or laceration by a sharp instrument such as forceps or a scalpel. All commissures were intact. Conclusion: the clinical observation was confirmed. A tear was observed in the left cusp appeared consistent with a puncture or laceration by a sharp instrument such as forceps or a scalpel. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. (B)(6). (B)(4).

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. At this time, no conclusion can be drawn. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.